Event description:
Reference: product incident report (B)(4) bd first PICC, 26 g -1.9 fr- x 50 cm s/l catalog number 384232, lot number unk; thank you for contacting bd medical regarding an incident your facility experienced with our 26 gauge, bd first PICC single lumen silicone peripherally inserted central catheter. We understand the clinician removed the dressing and the catheter snapped by the hub.